Manufacturer narrative:
(B)(4). The device involved in this compalnt has been returned to the manufacturer. However, the investigation of said device is still in p rogress at the time of this report.a follow up report will be submitted at the conclusion of the investigation.

Event description:
Complaint alleges "light is turned off when blade is fully extended." A video clip was submitted for reference with the complaint. There was no report of patient involvement. It is unknown if the event occurred in the clinical setting.

Manufacturer narrative:
(B)(4). The sample was returned and forwarded on to the manufacturing site for evaluation. The manufacturing site (truphatek) reports: we checked the received sample and found there was a light issue. Light was not stable when we applied force on tip. From investigation of received sample, it is confirmed that was no light as reported by the customer. Conclusion: reported failure confirmed. This issue has been associated with a CAPA in which we have changed the design of spring and handle. This product was manufactured before the design change had taken place.

Event description:
Complaint alleges "light is turned off when blade is fully extended." A video clip was submitted for reference with the complaint. There was no report of patient involvement. It is unknown if the event occurred in the clinical setting.